Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, bruising, and lumpiness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings ¿ "injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details." Adverse events per table 1: injection site responses by severity after initial treatment occurring in >5% of treated subjects possible injection site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Postmarket surveillance "the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis."

Event description:
Healthcare professional reported after injection in the lips with 1 syringe of juvéderm volbella® xc (lot# v15la70003) and 1 syringe of juvéderm volbella® xc (lot# v15la60356) patient developed overnight swelling and bruising. Patient was prescribed zyrtec. Swelling ¿did go down¿ but patient then developed lumpiness in the lips and the bruising is ongoing. Patient was taking probiotics, multivitamins, fish oil, and nasal spray at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00153 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm volbella® xc (lot#v15la70003).

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection in the lips with 1 syringe of juvéderm volbella® xc (lot# v15la70003) and 1 syringe of juvéderm volbella® xc (lot# v15la60356) patient developed overnight swelling and bruising. Patient was prescribed zyrtec. Swelling ¿did go down¿ but patient then developed lumpiness in the lips and the bruising is ongoing. Patient was taking probiotics, multivitamins, fish oil, and nasal spray at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00153 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm volbella® xc (lot#v15la70003).